Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated magnesium generated from alinity c processing module and provided the following data: on (B)(6) 2026, sample ID: (B)(6) (male, 63 years old) first value 2.47 mmol/l, retest result was 0.79 mmol/l. Results generated from sn: (B)(6). There was no reported impact to patient management.